Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device failed to shock a patient in cardiac arrest. Another device was used and the patient survived. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The customer did not allege that the device's behavior affected the patient's outcome. The customer reported that during a resuscitation attempt the device charged to 30 joules, then shut off. Another device was used, and the patient was resuscitated successfully. A philips field service engineer (fse) evaluated the device. The device failed an operations check with the battery used in the incident. The device passed an operations check with a replacement battery. The failed battery was sent to the philips bench for evaluation. The device was placed back into service with the replacement battery. The philips bench determined that the battery used in the incident had a corrupted gas gauge in the battery back. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device failed to shock a patient in cardiac arrest. Another device was used and the patient survived. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.